Event description:
It was reported that patient underwent an explant procedure wherein the ipg was removed.

Manufacturer narrative:
Block b3: exact date unknown, event occurred three to four years ago.

Event description:
It was reported that patient underwent an explant procedure wherein the ipg was removed. Additional information was received that the patient was experiencing inadequate pain relief. The explanted device was not returned.